Event description:
It was reported that on (B)(6) 2024, a 29 mm navitor valve was selected for implant using a larger flexnav delivery system (ds). The patient had severe aortic stenosis, severe aortic regurgitation, and leaflet calcification. During the procedure, a pre-dilation was performed and the valve implant was attempted. After 2 recaptures, the physician was unable to achieve a desired depth and noted that the ds was kinked. The ds was withdrawn and a new valve was selected, which was successfully implanted in an optimal position. It was noted that there was no issues while initially loading the valve. There was no clinically significant delay and the patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of positioning problem and kinked delivery system were reported. The device was returned to abbott for investigation. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all assessed and found to be functional with no anomalies. However, the valve capsule was noted to contain a deformation, and the blue band on the valve capsule was bent. The clear extension tube in the integrated sheath flush port was bent. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported positioning problem could not be conclusively determined. It is possible due to patient condition (challenging anatomy) contributed to the reported issue; however, this cannot be confirmed. The kink in the device is consistent with damage during use. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant using a larger flexnav delivery system (ds). The patient had severe aortic stenosis, severe aortic regurgitation, and leaflet calcification. During the procedure, a pre-dilation was performed and the valve implant was attempted. After 2 recaptures, the physician was unable to achieve a desired depth and noted that the ds was kinked. The ds was withdrawn and a new valve was selected, which was successfully implanted in an optimal position. It was noted that there was no issues while initially loading the valve. There was no clinically significant delay and the patient remained hemodynamically stable throughout the procedure.